Manufacturer narrative:
B5. Date of event - correction - product was received prior to supplemental #3 MDR.d9. Device available for evaluation - correction - product was received on 11/3/2021 prior to supplemental #3 MDR.

Event description:
The generator lead was received and product analysis is being performed.

Event description:
It was reported that the patients device has depleted sooner than expected. Patient battery was at 50% in january and was now at 0%. Battery life calculation did not confirm depletion as no settings were available. No additional relevant information has been received to date.

Event description:
Patient had a generator explant performed. It was reported that in the or there was the suspicion of a lead defect as high impedance was observed on the replacement generator. Per the physician, this is believed to have contributed to the more rapid battery depletion. The lead was inspected and no issues were observed. Lead replacement has not occurred to date. Explanted generator was received for analysis. Product analysis is underway. MFR. Report #: captures the premature battery depletion allegation. MFR. Report #:1644487-2021-01616 captures high impedance observed during surgery.

Event description:
Generator analysis was performed. The defective capacitor (c1) will have further analysis performed. No additional relevant information has been received.

Manufacturer narrative:
B5. Describe event or problem - correction - additional information was received prior to supplemental #3 MDR and generator return was inadvertently not included. H6. Investigation findings - correction - code c21 should have been included in supplemental #3 MDR.

Event description:
It was reported that there was concern of high impedance issue that taxed m1000 sn: (B)(6) battery leading to the battery depletion. A new generator was connected and high impedance was observed. The lead was inspected and appeared completely intact. Surgeon moved forward with lead replacement. The explanted generator was received and analysis is underway. MFR report #: houses the premature battery depletion. MFR report #:1644487-2021-01616 houses the high impedance.

Event description:
Patient has been scheduled for surgery. No known surgery has occurred to date. No additional relevant information has been received.